Event description:
Related manufacturer reference number: 2017865-2022-42998. It was reported that the patient presented for a device interrogation. Upon review it was noted that the right atrial lead and right ventricular lead exhibited noise reversions causing pacing inhibition in the rv lead. The patient was scheduled for lead replacements. During the procedure, insulation damage was noted on both leads. The leads were capped and replaced on (B)(6) 2022. The patient was in stable condition post -procedure.